Event description:
Patient presented to the physician with right-sided throat pain, painful to swallow, and choking when drinking liquids. Physician brought the patient into the or and removed the entire inspire system.